Event description:
It was reported that after insertion of the iab, the pump alarmed twice, and blood was noted in the gas tubing. The iab was removed and a replacement was not necessary. There were no pt complications.